Event description:
The user facility reported that during a therapeutic colonoscopy a large cecal polyp was observed. A reusable polypectomy snare was used in an attempt to remove the polyp; however, the physician reportedly experienced difficulty excising the polyp, as there was no apparent electrical current going through the snare. The erbe electro cautery machine, the grounding pad, and associated cords were replaced in an attempt to excise the polyp without success. As a result, the physician cut the snare at the base of the handle, withdrew the endoscope from the pt, and leaving the snare stuck around the polyp. The physician reportedly reinserted the same endoscope into the patient and inserted a different crescent snare to excise the polyp. The polyp was successfully removed using the crescent snare, and the initial snare was reportedly cut into pieces using a hot snare (model unk) and was successfully withdrawn from the patient. There was no patient injury reported but the procedure was reportedly extended.

Manufacturer narrative:
The user facility did not return a complete device for evaluation, as the handle of the snare and the proximal portion of the snare were missing. The snare wire, and loop were tested for continuity and was found to be within standard. Due to the cut made at the proximal end of the snare wire, a functionality test could not be performed with a test generator. However, the snare wire and loop were tested for continuity and was found normal. Additionally, there was evidence of multiple compression kinks and dents on the tube sheath and inner coil sheath due to physical damage. The loop was slightly deformed. The cause of the user's experience could not be conclusively be determined. This report is being submitted as an MDR in an abundance of caution.